Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.